Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation. The device has been requested by the manufacturer but the customer reported that the device working within specifications so they have placed it back in to service and is unavailable for evaluation.

Event description:
The customer reported while using the vela ventilator; the device stopped ventilating with the "circuit disconnect" alarm displaying, but the patient was still connected to the circuit and face mask. The device was on noninvasive positive-pressure ventilation (nppv)/synchronized intermittent mechanical ventilation (simv) mode during the incident. The incident resulted in patient death. The customer reported evaluating the device and they determined that the ventilator was working within specifications. The customer reported that they believe the incident was a result of a leak from the patient circuit or mask that delivered a lower minute ventilation or longer inspiratory time for the patient.